Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation is on going.

Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: the patient had a femoral neck fracture, under the bone head. The surgeons were operating using with the insert of blade process in accordance with procedures of IFU, the connecting screw was loosened during the hammering of blade. The surgeon tried to tighten it again, however he could not. The surgeon found the part of screw was broken. After that, the surgeon tried to insert it freely, however, he couldn¿t lock the blade because of the residue, so he used (B)(4) for the prevention of rotation. The operation was finished. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
The investigation of the complained connecting screw has shown that the threaded tip is broken off due to excessive applied mechanical force during use. The instrument was analysed for conformance to print specifications at the time of production and the device history records were researched as well. No abnormal findings were identified. If the connection is not tight, the forces while hammering may cause the breakage of the threaded tip. The complained device was manufactured in 2007 and was used many times. Therefore, normal wear and tear may also have lead to the breakage. No product fault could be detected. However, as part of our post market surveillance system, we are monitoring this failure mode for this instrument. Placeholder.